Manufacturer narrative:
No pre-existing anomaly detected by checking the manufacturing chart of the involved lot# (1515189). In addition, no other complaints received on a total of 32 already implanted cups out of a total of 40 cups produced with the same lot#. We received a picture of the explanted delta tt cup and the x-rays taken on (B)(6) 2017. Explanted devices were not available to be returned for analysis. The available x-rays and picture of the explanted cup were analyzed by a medical expert who confirmed that "the x-ray shows a retroverted, well fixed cup which indeed may be the cause of psoas impingement. The cup itself was fell fixed as confirmed from the explant photo". During revision surgery, a delta one tt cup was implanted, and the positioning of the cup was corrected. In conclusion suboptimal positioning of the acetabular cup during the previous surgery was the main cause for the event reported (patient pain leading to revision surgery). Pms data: limacorporate is aware of a total of 12 cases related to post-operative pain that lead to revision surgery, involving the delta tt cup with polyethylene liners. By considering a total of 67.837 delta tt cups (product code 5552.15.xxx) marketed worldwide since 2007, the occurrence rate is 0.02%. None of the above-mentioned cases have been classified as product-related; in fact, these cases are not related to a failure (e.g. Mechanical) of the prosthesis itself and are often due to the suboptimal positioning of the acetabular cup. No corrective actions initiated for this case. Limacorporate will continue monitoring the market on the reoccurrence of similar events.

Event description:
Hip revision surgery due to pain performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2016. Reported cause for revision was "psoas impingement due to cup being to retroverted". During revision surgery the cup has been replaced with a delta one tt cup (code 5549.14.560) and the version was corrected. Surgeon was happy with final stability. Event happened in australia.

Manufacturer narrative:
No pre-existing anomaly detected by checking the manufacturing chart of the involved lot# (1515189). No other complaint received on this lot#. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Hip revision surgery due to pain performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2016. Reported cause for revision was "psoas impingement due to cup being to retroverted". During revision surgery the cup has been replaced with a delta one tt cup (code (B)(4)) and the version was corrected. Surgeon was happy with final stability. Event happened in (B)(6).